Event description:
This complaint is being reported due to the alleged power issue. The animas pump is prompting a low battery alarm every 2 weeks. During troubleshooting, the patient noted the following: there was no meter trauma. The battery cap was secure on the pump. The correct battery was used. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during investigation there was no evidence of short battery life or power related malfunctions were observed in the pump's download history. The pump's electrical current draws were tested with no evidence of high current draw. DHR review: date of manufacture -2010-06, software version / revision -e3a, within specifications when released - yes.